Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed. Visual inspection of the device revealed that the device was cracked on top case on the left side and also cracked on right plunger case. During occlusion testing, motor rate error was unable to be duplicated. The root cause of the issue could not be determined. Replaced worm coupling as a preventive measure.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.